Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician suspected a micro-perforation per patient's symptoms. It was not visible on fluoroscopy or x-ray. The patient experienced stimulation of the chest wall during pacing and unipolar lead testing done during procedure. The rv lead was explanted. No additional adverse patient effects were reported.